Event description:
A customer reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue recurs, which was understood and acknowledged.